Event description:
Orthopaedic surgeon was using a power drill during a procedure. While drilling the attached drill bit broke off and remained lodged in the bone. Mini c-arm xray was used to confirm all of the missing drill bit was in the operative bone. Surgeon confirmed all of it was imbedded in the bone, and he concluded that trying to remove it would cause more damage than leaving it in place. The broken bit was left in the bone. Pt sustained minimal extended anesthesia time during the confirmation period. No other adverse affects were noted.